Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was administered chloral hydrate oral sedation on (B)(6) 2014 to facilitate integrity testing.

Manufacturer narrative:
Per the clinic, the patient was administered chloral hydrate oral sedation on (B)(6) 2014 to facilitate integrity testing. This report is filed october 23, 2014. Implanted device remains.